Manufacturer narrative:
The device was returned for analysis. No issues were found during visual inspection. No electrical issues were noted during impedance testing. During image characterization testing, a good image appeared in the ilab system. Microscope inspection also revealed that the guidewire exit port was found torn with a distal tip detach, torn and stretched.

Event description:
Reportable based on device analysis on 24 oct 2024. It was reported that catheter issue occurred. The 85% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, there was no image found. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the distal tip was detached.